Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that footswitch was faulty intermittently and found system cannot be ready for exposure. The philips fse analyzed the log file which showed that hard disk tray and door contact had error. To resolve the reported issue, fse had adjusted hard disk tray, door contact button and cleaned wired footswitch. After adjusting hard disk tray, door contact button and cleaned wired footswitch system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system could not produce x-ray. (Exposure) the system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that occasionally x-ray failed. The fse cleaned the foot switch, and the device was returned to expected functionality. Philips has continue to investigate of the complaint.